Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the devices outer case noted no evidence of arching; however, a review of the device memory confirmed a shorted lead fault condition had been recorded. X-ray imaging was able to identify an open plasma fuse. The plasma fuse was damaged during the shorted lead condition and thus further product testing unable to be completed.

Event description:
Subsequently, the device was returned. No explant information communicated either prior to, nor with the returned device.

Manufacturer narrative:
Field follow-up confirmed there have been no system changes. The patient has been reported as unwell and non compliant with any potential or future revisions. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received an inappropriate shock due to atrial fibrillation. During shock delivery, a low out of range shock impedance measurement was triggered. The associated high voltage lead is a non boston scientific product and both products were intended to be replaced due to potential damage. No resulting adverse patient effects were reported and to date, no information communicated regarding a timeline for replacement.